Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized due to gastric paresis and high blood glucose levels. The customer experienced nausea and vomiting. The customer also reported damage to the insulin pump case. Advised the customer that the insulin pump would be replaced. Nothing further was reported.